Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole procedure, a drain was introduced into the patient at the end of a complex lap chole procedure. To do this, the surgeon inserted a yohan instrument up the wrong way of the 5mm port, grabbed the distal end of the drain and pulled it back through the port. On doing this, the surgical team noticed a tiny piece of seal had fragmented into the patient, this had been retrieved as soon as it was spotted. Unfortunately they did not keep the trocar to oneside to be sent back to quality assurance. No adverse effect to the patient.